Manufacturer narrative:
Siemens healthcare diagnostics is investigating the cause of the elevated immulite 2000 hcg result. The customer performed a precision study using 5 non-pregnant females and 2 levels of biorad controls. Siemens is evaluating the results. The limitations section of the instructions for use states the following: "heterophilic antibodies in human serum can react with the immunoglobulins included in the assay components causing interference with in vitro immunoassays. Samples from patients routinely exposed to animals or animal serum products can demonstrate this type of interference potentially causing an anomalous result. These reagents have been formulated to minimize the risk of interference; however, potential interactions between rare sera and test components can occur. For diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings."

Event description:
The customer observed an elevated initial result for a patient sample compared to the repeat result using the immulite 2000 human chorionic gonadotropin (hcg) assay. The initial result was not reported to the physician. The sample was retested and the retest result was lower and considered correct. The retest result was reported to the physician as the correct result. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated immulite 2000 hcg result.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00004 initial report on 01/4/2021 and MDR 1219913-2021-00004 supplemental 1 report on 04/07/2021. Additional information - 04/21/2021. Siemens customer service engineer (cse) has performed multiple service troubleshooting steps on the instrument with minimal success and the instrument was replaced a few months ago without any resolution to the issue. Siemens instrumentation support, applications support and siemens cse reviewed the data and discovered the customer is also running the hcg tests on an another platform. For further troubleshooting, it was suggested that the customer first run the hcg tests on the other platform before running the tests on the immulite 2000 xpi. Data was provided and siemens is reviewing the results. Additional information - 5/10/2021. Siemens assay support is assisting in troubleshooting this escalation. Investigation plan will include a request for additional information from the customer, including clinical history and medications list of the patients tested, customer patient samples to be provided for siemens internal testing and information regarding the customer's water source. Siemens continues to investigate.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00004 initial report on 2021-01-04, MDR 1219913-2021-00004 supplemental 1 report on 2021-04-07, MDR 1219913-2021-00004 supplemental 2 report on 2021-05-17 and MDR 1219913-2021-00004 supplemental 3 report on 2021-07-27. Additional information - 2022-02-09. An outside of the united states (ous) customer contacted the siemens customer care center to report non-reproduceable falsely elevated immulite xpi 2000 hcg patient results. Service was dispatched for instrument troubleshooting and instrument files were reviewed, but no issues were found that indicate that the instrument is the cause of the non-reproducible patient results. Siemens performed an investigation with the customer returned patient samples and additionally acquired patient samples. Additional information - 2022-02-16. Siemens initiated a carryover study and continues to investigate this issue.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00004 initial report on 2021-01-04, MDR 1219913-2021-00004 supplemental 1 report on 2021-04-07, MDR 1219913-2021-00004 supplemental 2 report on 2021-05-17, MDR 1219913-2021-00004 supplemental 3 report on 2021-07-27 and MDR 1219913-2021-00004 supplemental 4 report on 2022-02-24. Additional information - siemens healthcare diagnostics further investigated the issue and confirmed the potential for falsely elevated hcg results due to sample carryover. This can be observed when a sample is assayed for hcg immediately after an undiluted sample with a hcg value of >5000 miu/ml. This issue impacts serum and urine patient samples, as well as quality control samples and adjustors. The effect of carryover varies based on the concentration of the high hcg sample. Starting 2022-02-22 an urgent medical device correction (umdc, letter imc22-04.a.us) was sent to us customers, and an urgent field safety notice (ufsn, letter imc22-04.a.ous) was sent to outside the us (ous). The umdc and ufsn explain the potential for carryover from high hcg samples into the next sample assayed for hcg on the immulite 2000/immulite 2000 xpi, and provides instructions to the customers. Sections h7 and h9 were updated with recall information, including the correction/removal (crr) report number 2432235-03/04/2022-002-c. In section h6, type of investigation, investigation finding, and investigation conclusion codes were updated based on additional information.

Manufacturer narrative:
Siemens healthcare diagnostics filed MDR 1219913-2021-00004 initial report on 01/4/2021, MDR 1219913-2021-00004 supplemental 1 report on 04/07/2021 and MDR 1219913-2021-00004 supplemental 2 report on 05/17/2021. Additional information 06/24/2021 the instrument investigation is complete. Based on the extensive service and troubleshooting performed by the customer and by siemens customer service engineer (cse), the cause of this issue of elevated immulite 2000 hcg results is not related to an instrument problem. An instrument problem was not identified. Siemens continues to investigate this issue from an assay/reagent perspective.

Manufacturer narrative:
Siemens filed MDR 1219913-2021-00004 initial report on 01/4/2021. Correction - 04/06/2021, MDR 1219913-2021-00004 initial report incorrectly listed the product expiration date as 28-feb-2021. In addition, the date of manufacture was not included in the report. Section d4 and h4 of this supplemental report have been updated to include the correct expiration date and date of manufacture. Additional information - 03/18/2021, data has been further reviewed and suggests that a subset of samples initially result higher than expected and subsequent replicates of the same samples show a decrease in value. Siemens recommends evaluating sample handling and processing at the customer's site and performing a comparison of different tube types. Siemens will evaluate the data of these assessments. Siemens continues to investigate.